Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: in the event description it sounds like 3 device had an issue. However, according to the impacted product page it says 2 devices were involved. >> 2 eas were torn during use so the doctor used the new one to complete the procedure. How many products were involved? >> 2 eas were torn. If more than 1, what was the issue with the other devices? >> it is the same issue in the same case. How many devices will be returning? >> 72 eas. What tissue was being approximated or sutured when it broke? >> the procedure is ovariohysterectomy. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Related medwatch reports - 2210968-2021-04856.

Event description:
It was reported that an animal underwent a ovariohysterectomy operation on (B)(6) 2021 and suture was used. The surgeon found the suture was fragile and easily to torn. The surgery was delayed to replace with a new suture and the surgery was completed successfully with no adverse patient consequences.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qgmcmt, and no non-conformances related to the reported complaint condition were identified. Additional summary: two sealed boxes (36ea) of product code w9124h were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. Returned samples were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.